Manufacturer narrative:
(B)(4). The customer has not requested an analysis of the suspect avea ventilator. They have already stated that there are no allegations of the device malfunction and the device has passed all of their testing. At this time, carefusion has not received the suspect ventilator for evaluation.

Event description:
The customer reported a patient death while on this avea ventilator. The customer reported the patient death was not related to any device malfunction. The device trained biomed reported running the extended systems test (est), which the device passed. The biomed reported the ventilator operated without any failure during the device cycling in the biomed department.